Event description:
It was reported the device was used during a thoracoscopy. It was reported the 512x sleeve broke inside the pt during the procedure & the surgeon retrieved as many pieces as possible laparoscopically. It was reported the pt was made aware of the event. 06/15/1998 it was reported the 512x was observed to be cracked in the middle of the sleeve upon removal of the device from the pt. The surgeon removed the pieces of the sleeve laparoscopically & the procedure was completed.